Event description:
Complainant alleged that while attempting to defibrillate a male pt, the electrodes would not adhere to the pt's skin. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the event electrode pads were discarded and they are not available for eval.